Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the device leaks at the filter of the cadd line. Per reporter when the line was changed the issue re-occurred; however, it was subsequently resolved with a new line. The product fault occurred while in use with the patient.